Event description:
It was reported the patient was experiencing ineffective stimulation due to the right lead had high impedance and ipg is nearing possible premature end of life. Surgical intervention took place wherein the lead and ipg were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.